Event description:
Additional information was received on 25jun2024 confirming that no system controller exchange occurred.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D9: device available for evaluation, corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm on (B)(6) 2024 correlating to a load test condition. The loaded voltage of the battery was under the acceptable voltage threshold as compared to the unloaded voltage at this time, triggering the alarm. The alarm remained active throughout the remainder of the data and did not prevent the system from operating as intended. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that the backup battery was exchanged to resolve the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate this issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen after the system controller alarmed for backup battery fault. Log files were sent for review and captured a backup battery fault on (B)(6) 2024 at 7:45:00 that appeared to have occurred after the system controller attempted a load test. The customer reseated the backup battery but the alarm persisted, so the backup battery was replaced. There was no change in patient condition and the patient returned home from the clinic. The system controller returned to abbott for evaluation indicating that it was also exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.